Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the device was returned. The balloon had been previously inflated. The markers were in their original locations on the core wire and were not dislodged. Functional/performance evaluation: the patency of the guidewire lumen passed with no issues. The balloon was inflated to rbp (12 atm). The marker bands were noted to be within the working length of the balloon. Dimensional evaluation: the acceptable range for the distance between the marker bands is 196 +/- 1mm. The distance between the marker bands was measured, and found to be 195mm. This measurement was within the acceptable range. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: one pta balloon image was reviewed. The image demonstrated a pta balloon fully inflated in a vessel, based on the cone down image, the vessel appears to be sfa; however, there is not enough bony marking information to confirm the bone demonstrated in the image is a femoral bone. The marker on the pta balloon is located approximately 2 cm medial to the distal end of the pta balloon (based on the ruler demonstrated in the image). Conclusion: the device was returned and an image was provided for review. The complaint investigation is unconfirmed for a dislodged/dislocated marker, as the markers were not dislodged and met the required specifications. Labeling review: the vascutrak pta balloon dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that the pta balloon proximal radiopaque marker was misaligned with the balloon and resulted in the balloon inflating 1 cm beyond the marker location. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.